Manufacturer narrative:
Block h6: device code f1001 captures the reportable event of absent of treatment.

Event description:
It was reported that during preparation, the switch on the screen of the touch pc (B)(4) will not work. The procedure was rescheduled due to this event. There were no patient complications. This event is being reported for aborted/canceled procedure with a patient under anesthesia or sedation unknown.